Manufacturer narrative:
Device not returned.

Event description:
It was reported that multiple cartridges leaked at the o-ring area after cartridge was filled with 250 units of insulin. There was no reported adverse impact to customer's blood glucose.